Event description:
The patient reported receiving 5, e4 (occlusion) errors in 2009. She stated, she disconnected from the infusion site and bolused without error and she changed the infusion set. Her blood glucose measured 206 mg/dl when she woke up and she injected insulin via pen. Her normal blood glucose range is 80-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.